Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the stylet and guidewire could not be advanced through the lead. The lead was not used.